Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer got an audible alarm, but no visual alarm with the yellow ultrasonic level sensor. There was complaint of power surges early in the day. After alternating current (a/c) power was restored, the perfusion system kept alarming (audio) only. The device was not changed out, as perfusionist changed the level sensor pad and the alarm went away. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Software data logs were returned to the MFR on (B)(6) 2013 for further eval.